Manufacturer narrative:
Upon receipt, the lead was found cut approx. 13 cm distal to the is-1 connector pin. Two fragments were received for analysis. The performance of the lead fragments was scrutinized. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed a bend in the distal part of the lead, damages at the is-1 connector pin and deformations of the distal shock coil which resulted most likely from the surgery. At approx. 43 cm proximal to the lead tip a deformation of the lead body was observed which occurred most likely due to the ligature. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that there was high current on the associated device. The rv thresholds have also been high since implant. The physician chose to change out the device, rv lead and ra lead all at the same time. The system was replaced with a medtronic system. There are no complaints on the ra lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.